Event description:
The manufacturer received information alleging a patient with a rep dreamstation auto CPAP has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The reporter stated the patient had issues with her lungs prior to her death including trouble breathing and fluids in the lungs that were being monitored by her doctor. She did not have the cause of death, but she knows the patient had pneumonia at that time. The reporter was asking if this could have been caused by the recalled device.